Event description:
It was reported to boston scientific corporation that a gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed on (B) (6) 2009 ((B) (6) weight unknown). According to the complainant the tip of the probe came off inside the scope. They were unable to remove the tip from the scope; therefore, the scope was removed from the patient. The patient was re-scoped with another scope and the procedure was completed with another gold probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. They later made another attempt to remove the tip from the first scope using a cleaning brush, but were unsuccessful.

Event description:
It was reported to boston scientific corporation that a gold probe was used during an esophagogastroduodenoscopy (egd) procedure performed in 2009. According to the complainant, the tip of the probe came off inside the scope. They were unable to remove the tip from the scope, therefore, the scope was removed from the pt. The pt was re-scoped with another scope, and the procedure was completed with another gold probe. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine. They later made another attempt to remove the tip from the first scope using a cleaning brush, but were unsuccessful.

Manufacturer narrative:
The customer's complaint for the tip detachment has been confirmed. The distal end of ceramic tip was not received for analysis. The proximal end of the ceramic tip was received, and examined. Visual inspection of the proximal end of the ceramic tip revealed a fracture at the transition reduction area where it is inserted into the catheter. This is typically an area of high stress concentration, due to its ridged nature, and is susceptible to external impact forces or bending. Based on the analysis, the most probable cause of failure is attributed to operational context. (B) (4).

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device MFR dates are unk at this time. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.